Event description:
During a right shoulder arthroscopy for type ii slap repair utilizing one anchor and two sutures, a birdbeak 22 degree up angled penetrator was used to pass two sutures through the joint capsule junction. The tip of the penetrator broke off and lodged in the soft tissue. It was visible on xray. The physician's opinion is that it will not be a problem to the joint so he is not going to remove it.